Manufacturer narrative:
Per the clinic, it was reported that the patient has cancelled the planned revision surgery. It is unknown whether the patient will pursue revision surgery. This report is filed may 12, 2016. Implanted device remains.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced persistent pressure at the implant site, resulting in intermittent use of the device. Subsequently, revision surgery is planned; however, this has yet to occur as of the date of this report, (B)(6) 2016.